Event description:
It was reported that an ilet pump would not power on despite showing a solid green light on the charging pad, and the user noted a previously damaged charging pad and unsuccessful attempts using an alternative apple charging pad. Symptoms included blood glucose to 401 mg/dl and presyncope symptoms such as heart palpitations. Outcomes included no reported hospitalization, no reported emergency treatment, and continued subcutaneous insulin administration by pen. Investigation included guided troubleshooting and education, confirmation of no on-device alerts or alarms, and shipment of a replacement pump and charging pad with instructions to test the new charger on the original device. Investigation of this case revealed a suspected device power or charging malfunction potentially related to the charging system or pump power subsystem, with the display remaining unresponsive. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device return and assessment.